Event description:
It was reported the patient had to go back on ¿shots¿ because the pump wasn¿t working. The drug delivered by the pump, any diagnostic testing or troubleshooting performed, any relevant medical history, and the patient outcome was not reported. A supplemental report will be submitted if additional information becomes available. However, follow-up is limited due to insufficient contact information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).